Event description:
It was reported that the patient underwent a fusion procedure. At an unknown time post-op, it was noted that two of the pedicle screws were broken. Approximately 15 months post-op, the patient underwent a second surgical procedure to remove the broken screws.

Manufacturer narrative:
Unable to determine the definitive cause of the reported event.